Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that his ins had ¿been dead for 8-9 years, it won't charge up, it just sits there.¿ the patient reported that he couldn't afford to get the ins removed and couldn't get a new ins because of his health. No further complications were reported. On (B)(6) 2018, additional information was received from a healthcare provider (hcp) indicating that no medical symptoms were reported but the patient told the caller that their ins was no longer functioning and the ins battery was dead. The caller was unsure if the battery depleted due to normal battery depletion. They stated that the patient said the stimulator had not worked in 12 years (unclear if 12 years is an estimated time as our records indicate that the patient has only had their current device for 9 years and 10 months). The caller was unable to provide any further information or clarification. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient's implantable neurostimulator (ins) had not worked for 15 years and was dead. The patient did not provide any further information to the hcp and the hcp was not with the patient. It was reviewed that the patient's latest ins would have hit its end of service (eos) in 2017. MRI guidelines were reviewed.